Event description:
Patient was transferred from angio to recovery. Upon transferring patient to bed, noticed bleeding. Located the source of bleeding which was a disconnection of tubing to luer on the 48" line connected to the transducer.